Manufacturer narrative:
Initial and final MDR 1898416 - MDR 3003442380-2024-11091 - device 4 of 6

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced 6 infusions set tube leakage at near adhesive area event on 15-march-2024. Infusion set has been used for 1 -2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available